Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that manual fossa production ignored instructions to avoid thin bone, resulting in an incorrect screw length and a screw in the cranial vault.

Event description:
No new information.

Manufacturer narrative:
Additional information: h6. The reported event could be confirmed based on the provided post op scan. During surgery, a 6mm screw was placed in an area with thinner bone (~2.6mm) than intended, penetrating the cranial vault due to incorrect screw hole positioning that deviated from the approved fossa design mock-up. This issue arose from manual placement challenges in the wax department and ambiguity in screw length recommendations. Conclusively, the event is a manufacturing-related issue.